Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus local service engineer report that the power supply board of the device was broken. Since the device was not returned, the exact cause was unknown. The reported malfunction was likely due to a defect of the power supply board. Aging deterioration may have caused the defect because 5 years and 11 months have passed since the device was manufactured.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the maintenance, the device automatically went off approximately 50 seconds after the user turned on it. The device did not come back to normal. Other detailed information was not provided. There was no report of patient injury associated with the event.